Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that there was an issue with the lead; the physical tip was bulbous and appeared to divert. Also, there was mis-alignment between contacts 0/1. The lead was not implanted, did not touch the pt. A different lead was used with no problem. No pt injury was noted. If add'l info is received, a follow up report will be sent.